Event description:
The customer stated a patient generated a tsh value of 2.2 uiu/ml (normal range 0.35 - 4.94 uiu/ml) on the architect analyzer. Another sample was tested the following day yielding an elevated tsh result of 6.8 uiu/ml. The total t3 and free t4 values were consistent between the initial and retest results. Both samples were retested and showed the same discrepancy in tsh values. The patient had previously generated an elevated tsh result in (B)(6) 2009 on both the architect and centaur analyzers. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k62, architect tsh, that has a similar product distributed in the us, list number 6c52, architect tsh. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.